Event description:
The customer stated that a (B)(6) result was generated whereas dainascreen was (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has similar products distributed in the us, list numbers 1l80 and 4p53.

Manufacturer narrative:
The customer reported a potential false negative result for a patient sample tested with an unknown lot of architect (B)(6) reagent list 6c36-27. Testing performed with an alternate (B)(6) immunochromatography assay method (dainascreen) was (B)(6). There was no issue with any other specimen and controls showed no issue. No patient sample was provided for investigation. Since the lot number was unknown additional testing was unable to be performed. No correlation information is available in product labeling with immunochromatography test methods. The ticket text documents that there is a possibility that the architect result is true negative and the dainascreen result may be false positive. Customer complaint data was reviewed and no adverse trends were identified. The architect (B)(6) reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.